Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28094. Related manufacturer reference number: 2017865-2021-28095/ it was reported that the patient presented in the emergency room due to a pocket infection. The entire pacemaker (pm) system was explanted and replaced with a leadless device. The patient was stable throughout the procedure.